Event description:
It was reported that when using pyxis medstation es system was not connecting to the network. The customer noted that there was delay in the dispensing of medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no defect found from the device. A technical support specialist confirmed with the customer that the issue has been resolved and requested to close the complaint file. The system functioned as intended after the technical support specialist troubleshot the device.